Event description:
It was reported that there was a potential breach to the sterility of product (B)(4) due to a nick in the product packaging. No adverse consequences were reported.

Manufacturer narrative:
There were two items associated with this complaint. It can be confirmed from visual inspection that product packaging is damaged. Other complaints have been received reporting similar events. A secondary polybag has been introduced into the packaging configuration of these products to address this issue.